Event description:
It was reported that the 9600 system collimator motor continues to run past the fully closed position. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Reset collimator minimum closed setting. The system was tested and found to be working as intended and placed back into service.